Event description:
It was reported that the paramedics were called due to the customer experiencing low blood glucose readings. Customer was treated with a glucagon shot. Customer's blood glucose readings dropped to 39 mg/dl to 40 mg/dl and the insulin pump was showing that they were high. Customer stated that they were getting back to exercising. Customer does not believe the issue was the insulin pump. Customer stated that they flew to (B)(6) and their blood glucose readings were between 380 mg/dl and 400 mg/dl for no reason. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.